Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07017. It was reported that the patient presented for a routine generator change due to eri. Upon x-ray, externalized conductors on the right ventricular lead was noted. Electrical numbers are in the normal range, so the physician elected not to revise or replace the lead. Dft testing, however, was successfully performed and there were no signs of any lead abnormalities. Additionally, after inserting the atrial lead into the device header, it was noted that much of the insulation near the proximal end of the atrial lead had started to erode. The physician asked for a tube of medical adhesive and a suture sleeve in an attempt to repair the insulation. This was successful. There were no electrical abnormalities observed during the case, however, in the physician¿s pre-operative note there was an indication of a history of brief and intermittent atrial lead noise. The patient was stable.